Manufacturer narrative:
The device was returned and evaluated by product analysis on 12/22/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s settings revealed the bolus button feature was set to: off. The feature was turned on during investigationand the bolus button was appropriately responsive. No damage was found to the bolus button cover or to the bolus button contacts. Unrelated to the complaint, three battery compartment cracks were observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.